Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there had been significant slowness in the pyxis es server. A technical support specialist (tss) identified the performance degradation and performed a server reboot as part of the troubleshooting process. After the reboot, system performance improved and the server responded normally. A technical support specialist (tss) performed a server reboot. The system functioned after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, there was significant slowness in the server. It often took several minutes for reports to load, for the station inventory list to populate, or for user profiles to be edited. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.